Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with episodes of automatic mode switch for atrial fibrillation. Review of transmissions revealed that the patient's right atrial lead exhibited undersensing of fine atrial fibrillation. No device intervention was performed. The patient was stable.